Manufacturer narrative:
I/o hub enclosed pca was returned to the manufacturer unused. A medtronic representative, following up with the site, reported that the system have not been used in a case but has been tested on more than one occasion without any problems.

Manufacturer narrative:
Device manufacturing date is unavailable. (B)(4) 2016 - a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The camera would go in and out and display camera not connected. Optical communication failure. The grey cable connecting the camera to the navigation system was replaced. Issue resolved. System performed as intended. (B)(4) 2016 - a medtronic representative, following-up at the site, reported replacing the external camera cable seemed to resolve the issue, however, the next day the navigation system starting displaying the same symptoms. Red camera status. Return requested. Replacement scu to I/o hub cable shipped to site 02/03/2016. Medtronic investigation of suspect scu to I/o hub cable, returned on 02/11/2016, finds that cable is fully functional. No opens or shorts encountered. No physical damage. No fault found. Return requested. Replacement ext scu to r/a psu cable shipped to site 02/01/2016. Medtronic investigation of suspect ext scu to r/a psu cable, returned on 02/11/2016, finds that continuity testing reveals no opens or shorts. Functional testing successful. No fault found. Return requested. Replacement I/o hub enclosed pca shipped to site 02/03/2016. No parts have been received by manufacturer for analysis. Return requested. Replacement polaris camera scu shipped to site 02/03/2016. Medtronic investigation of suspect polaris camera scu, returned on 02/12/2016, finds that initial set-up and unit is functioning normally. Unit ran for several hours without fault. After extended run time 8hrs+ the unit was found to have lost communication with the psu and the application. Power cycling scu did not clear the issue. Further trouble-shooting found the psu used to test this scu had its firmware corrupted. Attempt to reinstall/update firmware. As all interconnecting cables are known good parts, assumption is the scu fault caused psu faults in this case. Internal visual inspection of the scu does not reveal any obvious faults/issues. Electrical failure. Scu communications issue. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. (B)(4) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Camera would keep cycling and display camera not connected message. Optical communication failure. Replaced the polaris spectra system control unit (scu) and internal wiring for camera. Performed imaging system spins and navigated instruments on spine model without any problems. Shut-down navigation system multiple times and re-booted with everything functioning like normal. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that while in a spine procedure, the navigation system intermittently lost contact with the camera. The navigation system camera status displayed not connected message. After pin-pointing the intermittent problem, the surgeon decided to proceed with the procedure and use navigation. When the problem occurred during the procedure, the surgeon opted to discontinue the use of the navigation system to complete the procedure. Delay in therapy was less than one hour. There was no impact on patient outcome.